Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep wanted advice for troubleshooting an implant issue. They have a patient that cannot connect to the implant with her programmer. The rep visited her to check on the issue but unfortunately, their clinician programmer couldn¿t connect to the device as well. Her recharger was also unable to connect to the device (device not found) and when the rep tried to perform reset with the recharger by pressing ¿x¿ and ¿audio¿ button, it also didn¿t solve the issue. Images of the antenna locate feature were attached showing values between 58 and 60. Patient reported that she had a fall and slammed her abdomen around the area where the implant located. Technical services responded that the two most likely scenarios were that the battery was in overdischarge or flipped/tilted or too deep under the skin and advised troubleshooting (attempting physician recharge mode and taking xrays) to be done. Technical services also noted that the antenna locate (al) feature is a tool to assess the location of the ins to maximize recharge efficiency. This feature senses metal only and gives an indication of the best recharger antenna posi tion. There is no direct correlation between the al results and the coupling bars because the best coupling is also dependent on how the ins is situated in the body. Additional information was received from the manufacturer representative (rep). It was reported that they will communicate again with the healthcare provider (hcp) on the issue. Additional information was received. When asked when the issues first started, it was reported that the patient noticed that she couldn¿t connect her device to the programmer when she wanted to turn it on after the fall. She mentioned that she didn¿t use the neurostimulator for a while but after the fall she felt pain and wanted to turn it on then she realized couldn¿t connect. They were unsure of the cause of the communication issues (device not found). The checked with the clinician programmer, patient programmer, and recharger but the device was still not found. They suspected that the connection failed due to the fall that she slammed the implant site (abdomen) into something. Bruises at her abdomen/ implant site were observed during checking. The issue has not since been resolved. As of now (2024-jul-01), they are waiting for the patient¿s abdomen to heal and will revisit again. They suspected that due to the fall, the abdomen (implant site) may develop edema which may interrupt with the connection. Another course of action will be x- ray if they are still unable to locate the device with the programmer and recharger to confirm if the device position is flipped. The provided information has been confirmed with the physician/account.

Manufacturer narrative:
G2. Foreign: singapore medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the fall occurred on (B)(6) 2024.